Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there plastic distal end cover and forceps elevator was burnt. The adhesive around the light guide lens was also peeled. A root cause could not be identified for the burns. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. A root cause for the peeled adhesive could not be identified. Based on the results of the investigation, the most likely cause was also not established. The event can be detected/prevented by following the instructions for use which state: evis lucera jf/tjf type 260v operation manual [chapter 4 operation_4.2 using endo-therapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the plastic distal end cover, the forceps elevator was burnt and the adhesive around the light guide lens was peeled. There was no patient involvement.